Event description:
Report was received of an 8 inch blood back-up in an incorrectly assembled tubing. The clinician had primed the tubing with saline in preparation for a chemotherapy infusion. Once the chemotherapy had been connected and the pump had been turned on, the clinician immediately noted bleed back in the tubing. There was no significant blood loss or need for add'l blood level monitoring. The IV site remained intact. The tubing set was changed and the chemotherapy infusion resumed with no further problems. There was no report of delay in therapy or adverse pt effect. Upon examination of the tubing, the clinician noted that the piercing pin was connected to the cassette outlet, and the pt line was connected to the cassette inlet. Add'l pt info was requested, but no further info was available.